Event description:
It is reported that the zmb00 multifocal lens was explanted due to patient''s dissatisfaction and inability to adapt to the lens. The patient wanted lens removed. The lens was replaced with a zcb00 monofocal lens. The incision was not enlarged and there was no injury to the patient.

Manufacturer narrative:
(B)(4). The lens was received at abbott medical optics in (B)(4) and has been shipped to the amo manufacturing site in (B)(4), for evaluation. Prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4): placeholder.

Manufacturer narrative:
The iol was received and examined. No optical deviations or defects were found. Our investigation revealed no product deficiency. Review of the manufacturing records for this lens found that it was manufactured to specifications. Our investigation to date suggests this event was not caused by the lens. All pertinent information available to abbott medical optics has been submitted.the lens met all manufacturing specifications prior to release.